Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the last device check, this cardiac resynchronization therapy defibrillator (crt-d) showed eleven months remaining longevity. After the patient received shocks and several anti-tachycardia pacing (atp), the device showed one year remaining longevity. Boston scientific technical services (ts) discussed possible reason for this issue and suggested to do a save to disk for evaluation of data. The clinician reported that data were encrypted thus, unable to send it. Boston scientific technical services (ts) then advised to consider monthly follow-ups. There was no further information provided. Additional information obtained from the field which indicated that the shocks were for ventricular tachycardia (vt). As of this time, the device remains in service. No adverse patient effects reported.